Event description:
Info received via litigation, states after receiving procedure known as a lumbar epidural sympathetic block, using baxter's epidural catheter, pt developed an epidural infection. Per written document received by plaintiff's attorney, "as a direct and proximate result of the epidural infection, pt has suffered damage to the nerves and muscles in her spine that cause her to suffer profound weakness and pain on a chronic basis."